Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, due to angle, kink, of left femoral artery and a small puncture site at the right femoral artery, a surgical cut down on right femoral artery was performed distal to puncture site. After access, insertion of 20f non-medtronic sheath was not successful as the sheath could not be inserted higher than proximal to the bifurcation of the two femoral arteries. To retain hemostasis, a 14f introducer was successfully inserted higher than the bifurcation point. The transcatheter valve was successfully loaded on the delivery catheter system (dcs) and the system was directly inserted in the vessel. Remarkable push was needed to guide the dcs up to the aortic arch. After removal of the dcs, ¿heavy¿ dissection of the femoral artery distal to access site was observed. Attempted surgical repair of the vessel was not successful. The patient died due to strong unrecoverable arterial bleeding. The physician reported the cause of the event was the nature and age of the anatomy. Additional information was received from the health care professional who indicated the delivery catheter system (dcs) advancement difficulty was due to the high calcification. The dcs could not be rule out in association to the dissection and death. No additional adverse patient effects were reported.